Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was under delivering. The customer blood glucose level was 487 mg/dl at the time of incident. The customer¿s current blood glucose value was 487 mg/dl. The customer was assisted with troubleshooting. Customer experienced symptoms such as nausea, vomiting, abdominal pain and difficulty in breathing. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated high blood glucose value with insulin pump and manual injection. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer alleging possible insulin pump was under delivery because customer getting bolus. The device will not be returned for analysis.

Manufacturer narrative:
S/w version. (B)(4). Retainer ring = black. Case type = ngp. Customer returned pump for alleged insulin flow blocked, high bgs and harm reported were found on (B)(6) 2022. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat at (B)(4). Unit was successfully downloaded using thus. No unexpected alarms/alert/anomalies noted during testing. No unexpected insulin flow blocked alarms noted during testing. Unable to verify high bg's. No confirmed pump alarmed insulin flow blocked alarm found in pump downloaded history on event date. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. P-cap was attached and locked into place properly. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, cracked case, scratched lcd window (minor), scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay and label damage (serial number label stained). No unexpected alarms/alert/anomalies noted during testing, unable to verify high bg's. No unexpected insulin flow blocked alarms noted during testing. No device problem found however, moisture damage was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5,h6( investigation finding codes) with this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Updated summary: the device will be returned for analysis.